Event description:
The hcp reported the pump had been explanted and replaced and returned to the MFR for analysis. No reason for the pump explant was given. A follow up report will be sent when add'l info is received.